Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG error. Additional details have been requested.

Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that the device had ECG error. Device was in use at time of event, no patient harm reported. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG trunk cable. The reported problem was confirmed. The device was operational after replacement of ECG trunk cable was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.